Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl. The cannula was reportedly found dislodged from the infusion site (unspecified) while the patient was performing cleaning activities, and insulin leakage was present.

Manufacturer narrative:
The device was received for investigation with the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.